Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water nozzle had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the air/water (a/w) nozzle has corrosion is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.